Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event.

Event description:
Additional information received from the patient reported that they already had their right legs ¿dialed-in.¿ when they had their knee replacement surgery and it started hurting, they were able to just turn the device on. The patient stated that it helped them with their leg and knee pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they recently had a knee replacement and they were using higher numbers. It was noted they had never gone over 400. The consumer was focusing stimulation on their knee. It was stated they had their implantable neurostimulator (ins) to help with chronic pain of an accident where their left leg was damaged and their foot and ankle were amputated so they ruined their right leg overcompensating for the left. It was noted they took lyrica which helped a lot and their ins was a great asset since it gave them a time before the pain pills kicked in. The patient was implanted for complex reg pain syndrome syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.